Event description:
It was reported that the patient with a history of morbid obesity (bmi 48.4) underwent lap gastric bypass procedure. Medical records provided indicate the small bowel was divided 60cm from the ligament of treitz with a tan load on a ¿60 mm linear cutter¿ and an end-to-side jejunojenunostomy was created using a ¿tan load on a linear cutter.¿ a ¿45 mm tan load transversely on the stomach¿ and then 2 purple loads on the 60 mm linear cutter in a vertical fashion were applied, creating a pouch over a 36 french bougie. A ¿25 mm circular stapler¿ was fired to create a circular anastomosis. The remaining opening in the small bowel was closed off with a tan load on a 45 mm linear cutter. The surgeon then oversewed the circular anastomosis with running seromuscular 2-0 vicryl. A leak test was performed by passing an orogastric tube into the stomach pouch and insufflated with air and a saline seal. The leak test was negative for leaks. The patient was discharged on pod 2. The patient presented to the hospital 31 days later due to dehydration, received a blood transfusion and underwent upper endoscopy which revealed an almost circumferential marginal ulcer without active bleeding, as well as significant edema around the gj anastomosis causing narrowing of the lumen. The patient progressed well but continued to have trouble with dysphasia. The patient was then discharged one week later.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2022. Please see attached medical records.